Event description:
Facility alleges blood leak during dialysis. Rn reports blood noted in dialysate. Blood strip positive; blood leak detector alarmed. Circuit discarded except for arterial line. Ebl 150cc. Dialyzer replaced. No further medical intervention required.